Event description:
It was reported to st. Jude medical that low impedance was observed. The device was sensing noise and delivered inappropriate therapies due to a lead fractured. As a result, the lead was capped.